Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. And that model is relected in d1. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that an electrical reset occurred in the device and the device parameters were recovered automatically. The device remains in use. No patient complications have been reported as a result of this event.